Event description:
The customer reported that the vela ventilator was having a motor fault issue. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation:g3,g6,h2,h3,h6 and h10. Result of investigation: vyaire field service representative (fsr) evaluated the device onsite and charged the dead battery, found no alarms, and verified that the leak test was successful.